Manufacturer narrative:
This adverse event was registered internally as a complaint (reference (B)(4) for further investigation by natus . Based on a service call initiated on (B)(6) 2016, the customer requested that a natus field service representative perform an onsite evaluation of the equipment but continued to use the equipment. The field service representative evaluation occurred on (B)(6) 2016 and found that the emg system base was not functioning properly. On that date, the customer informed the field service representative of this adverse event. The device history record for emg system serial number (B)(4) was reviewed. All the system components met the manufacturing specifications at the time of release. Product componentry was returned to natus for further evaluation and found that a transformer had failed within the base unit which resulted in the reduction of the electrical stimulation function of the system. Patient files supplied by the customer were evaluated by a trained clinician. A risk assessment performed by natus personnel concluded that input and output functions were inconsistent with expected results that trained users should recognize. Regarding the patient in question, following an initial request for information made on (B)(6) 2016, the customer reported on (B)(6) 2016 that no actual medical intervention was required.

Event description:
Customer reported that their emg system is not getting any motor responses and stimulation sensories are low. This may have resulted in a misdiagnosis for the patient.